Manufacturer narrative:
The malfunction was duplicated and the main board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), a loud pop noise was heard when attempting to shock the patient with electrode pads attached. Also, during subsequent testing, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.